Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, pause episodes due to undersensing were observed. It was determined that the undersensing was due to loss of contact. R-wave amplitude was small. The pocket may tighten up in a month or two and that the r-wave amplitude could increase as a result. Programming changes were recommended. Patient reported feeling dizzy, but symptoms were unrelated to undersensing.